Event description:
It was reported that t:slim x2 pump housing and usb port were damaged, including usb pins and surrounding plastic, which affected ability to charge and meant pump could no longer be guaranteed watertight, although no shutdown or alerts had occurred and cause of damage was unclear but thought to be normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump as backup therapy while technical support arranged a replacement pump, confirmed shipping address, instructed customer to place current pump in storage mode before return, and advised customer to manually enter pump settings and reconnect continuous glucose monitor on the replacement, including selecting appropriate setup option for users coming from another pump.